Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose since the night before. Customer's blood glucose went up to 600 mg/dl and he experienced vomiting. Blood glucose value at the time of the call was 489 mg/dl. They treated with manual injection. During troubleshooting an air bubble was found in the reservoir. It was advised to prime until bubble was removed. Customer was assisted with changing the set and he was mentally improving as his blood glucose level decreased.